Event description:
It was reported that during a hand assisted right colectomy, doctor was using the glc80, and during the fourth firing he did not get a complete resection even though the tissue was behind the cut line. Sales rep was in the case and confirms he was behind the cut line. Case was completed with another device. No patient harm.

Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch # 992c67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with four glcr80b reloads present. All reloads were returned fully fired with the swing tab in the lock position. One of the returned reloads had a gap spacing pin in the down position, however, no issues were encountered when the reload was loaded into the device. Therefore, no functional impact would be expected due to the height of the gap spacing pin. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. Also, the reload channel scale was noted to be erased. Neither of these observations has a functional impact on the device and is unrelated to the reported event. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event described could not be confirmed as no knife issues were noted and the cut line on the test firing was complete and the device performed without any difficulties. Although no conclusion could be reached on the cause of the reported event, the instructions for use state that the staple line is longer than the cut line: the 80 mm reload creates an 81 mm staple line and cuts tissue approximately 72 mm beyond the tissue stop. Also, the instructions for use contain the following statement that the staple line is longer than the cut line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 992c67, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is meant by "he did not get a complete resection"? Please provide more details. Approximately how far did the device cut and/or staple? There was approximately 2-3mm of tissue that did not cut at distal end- he used another blue reload to finish the transection there was still 1-2 mm of tissue at distal end of bowel that was not completely cut, doctor opened another blue reload to complete the transaction. It appeared that all tissue was within the cut line marking on the device the 1st time which is why he didn¿t understand why it didn¿t cut completely. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.